Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The emts tested the consumer getting a result of 30 mg/dl on their unk blood glucose meter. When emts performed a test on consumer using the nova biomedical blood glucose meter, they received a result of 226 mg/dl. The difference in the readings was determined to be clinically significant. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another and the test strips were expired, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.